Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices that were used in the same procedure. Refer to it was reported to boston scientific corporation on (B)(6) 2022 that three lighttrail reusable laser fibers, were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure to treat stones in the common bile duct, performed on (B)(6) 2022. The laser unit used was an auriga xl 4007 laser console. During the procedure, the physician had difficulty clearing the impacted stones on the common bile duct (cbd) wall with a normal ercp and basket procedure. The auriga xl 4007 laser console was turned on. The laser unit alerted system error 1314 : timeout fiber identification. The laser console was not able to recognize the fiber attached. After multiple attempts in restarting the laser unit and testing a total of three different laser fibers, the laser fibers were still not recognized by the laser unit and the stone could not be cleared. The physician inserted a plastic stent and scheduled a next procedure to clear the impacted cbd stone. There were no patient complications reported as a result of this event.